Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if the malfunction code recurs. The caller understood the instructions and declined further assistance, expressing confidence in managing the pump independently.